Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/24/25 a beta bionics clinical diabetes specialist (cds) reported that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 1/23/25. On 1/23/25, the user experienced a hypoglycemic event, with the lowest sensor reading recorded at 39 mg/dl, after announcing "more" for dinner. The family treated the low multiple times with small amounts of fast-acting carbs (~4g per treatment) before eventually increasing carbs and adding protein, which led to a subsequent high glucose level. A review with the cds was conducted on best practices for managing low glucose and the importance of maintaining usual meal patterns while the ilet adapts. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.